Manufacturer narrative:
One 7f reflexion spiral catheter was received for eval. Visual insp of the returned catheter revealed the tip shaft bond had separated. Evidence of the tip shaft having been adequately secured with uv adhesive was confirmed by the presence of a uniformed band of adhesive around the entire tip shaft. There was no deflection or electrical issues noted during this eval. Review of the device history records confirmed this lot met mfg requirements prior to shipment. The root cause classification is consistent with operational context as device performance was limited due to anatomical/procedural factors.

Event description:
It was reported the catheter separated between the black and grey shaft. The reflexion spiral catheter was used for an af ablation procedure and the catheter was noted to have a wavy shaft and noise on electrode 9 and 10. Additionally, the spiral folded over on itself and the curve was inconsistent. Upon removal of the catheter, the catheter shaft was noted to be separated between the black and grey shaft sections. There were no consequences to the pt.